Event description:
It is reported that the catheter is leaking through a small hole. Investigation of the returned sample indicates that the catheter is leaking 8" from the distal end of the molded joint.

Manufacturer narrative:
This complaint is confirmed and will be reported as user related. Multiple pinhole leaks were observed 8 inches distal to the tapered hub tip. According to the product IFU, the catheter should be flushed to activate the hydrophilic coating on the stylet wire. When it is not pre-flushed, the wire can cause a series of holes similar to that found on the implicated catheter. This may be a user technique issue. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.